Event description:
The side port of the reliant balloon was returned and its evaluation have been completed. The remainder of the balloon was not returned. During evaluation the side port could not be flushed with tap water using a syringe. When pressure was applied, a soft pop sound was heard and sideport then flushed fine. No material came out after the flushing port cleared. The cause could not be conclusively determined. It is possible that a thin film from the overmold process was blocking the flushing port, but it could not be confirmed.

Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an aortic aneurysm. It was reported that the physician was using a reliant balloon catheter; however, the balloon would not inflate. The balloon catheter was successfully removed from the patient and another reliant balloon was used to complete the procedure successfully. After the procedure the physician inspected the first reliant balloon and determined the balloon would not inflate due to some problem of the extension tube and there was no problem with the balloon. No clinical sequelae were reported, and the patient is fine. The balloon catheter was returned and its evaluation is pending.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Results: (unknown cause of inflation difficulty). Conclusion: (unknown cause of inflation difficulty).